Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that the insulin pump was not working and had blank display. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states that display did not returned after pump restart. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up with a blank display. The j7 aa battery connector being disconnected from its socket prior to visual inspection. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the blank display.